Event description:
It was reported that the cartridge was leaking insulin at the o-ring. There was no reported impact to the customer's blood glucose level. The customer replaced the cartridge and resumed insulin therapy.